Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00012 on 01/29/2016 for a (B)(6) result on a patient sample. On 04/06/2016 additional information: the patient sample was received for further investigation by siemens. The testing performed indicates a heterophilic interference present in the sample, and a non-specific interference to the (B)(4) assay. The instruction for use (IFU) under the limitation section states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) result is unknown, however a (B)(6) was reported by the customer, and supplemental (B)(6) testing did not confirm the (B)(6) indicating a potential use error. Siemens is investigating. The instruction for use (IFU) under the interpretation of results section states the following: "specimens with an index value greater than or equal to 1.0 are considered initially reactive for p24 antigen and/or antibodies to (B)(6) and should be retested in duplicate after centrifugation at 10,000 x g for 10 minutes. If one or both of the duplicates are (B)(6), the specimen is repeatedly (B)(6) by the advia centaur (B)(6) assay. Note inadequate centrifugation may result in a higher rate of repeat (B)(6) results that must be investigated using supplemental tests for (B)(6) and/or p24 antigen. Repeatedly reactive specimens must be investigated using supplemental tests for (B)(6) and/or p24 antigen." The instruction for use (IFU) under the limitation section states the following: "the advia centaur (B)(6) assay is limited to the detection of p24 antigen and/or antibodies to (B)(6) in human serum and plasma (potassium-edta). The calculated values for (B)(6) and/or p24 antigen in a given specimen as determined by assays from different manufacturers can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay used. Values obtained with different assay methods cannot be used interchangeably. The reported antibody level and/or p24 antigen cannot be correlated to an endpoint titer. The instrument is performing within specifications. UDI note: the reagent lot and material number referenced in this MDR is for ous distribution only. While a similar product is approved in the us ((B)(4)), no us equivalent of this particular reagent lot exists. Ous reagent lot: 117077 , expiration date: 04/22/2016, (B)(4).

Event description:
Reactive advia centaur xp (B)(6) results were obtained by the customer on patient sample and confirmed (B)(6) test methods. A (B)(6) was reported to the physician and questioned. The patient's open heart surgery was postponed due to the reported (B)(6). The customer performed supplemental (B)(6) testing on the patient sample and the (B)(6). A corrected report was issued to the physician. There was no known report of adverse health consequences due to the (B)(6) advia centaur xp (B)(6).